Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 7 was not opening. The field service engineer replaced the latch sensor and matrix controller board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the auxiliary 2 matrix drawer 7 has been failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.